Event description:
It was reported that the right ventricular lead exhibited noise. When the pocket was opened for lead revision, damage from the suture sleeve was noted on the lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed that the proximal insulation was abraded at 14.5 cm from the connector end, 2.0 cm proximal to the suture sleeve marks. The proximal coil was exposed. The location of the abrasion is consistent with that of friction to the pacemaker can. The abrasion and subsequent proximal coil exposure would account for the reported noise anomaly.